Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the infusion sets leaking. Customer stated that the infusion set was loose at the quick release. Customer reported that the alignment of the tube and infusion set was also loose. Customer's blood glucose level was 219 mg/dl. Customer was advised to call back with materials and the lot number for the infusion set. Customer was asked to return the infusion set back for analysis. Customer will be sent replacements. No additional information provided.